Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed right atrial (ra) lead noise with oversensing. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The ra lead noise resembled myopotential, or may be indicative of a developing lead insulation concern. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).